Event description:
The hearing aid /specialist reffered the pt to a dr after the pt complained of itching and redness. The dr treated the pt for an ear infection with antibiotics. The pt has recurring ear infections.